Event description:
The customer reported via phone call that he had a bent cannula and he did not receive a no delivery alarm. Customer's blood glucose was 491 mg/dl at the time of the incident. Customer took a manual injection. Customer was assisted in performing a high pressure test. Customer stated that the pump alarmed no delivery and customer was assisted in resetting the fixed prime to the correct amount. It was explained that back pressure was needed to produce the alarm. Customer was advised to monitor the pump and call if the problem recurs. Customer stated that he is returning the set for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-75727.